Event description:
It was reported that during follow up it was observed that the patient received inappropriate therapy due to oversensing. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.